Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted. The pump was monitored for and no unexpected heating up or hot to the touch noted. The electronic assembly was inspected and no obvious burned components or heat related damage noted.

Event description:
Information received by medtronic indicated that the insulin pump was overheating. The customer also stated that the battery was lasting only for 2 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.